Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced an unknown blood glucose (bg), but was hospitalized with diabetic ketoacidosis associated with a power issue. Reportedly, the patient received a replace battery alarm on (B)(6) 2015 and then noticed the pump was showing a full battery, so did not change the battery. The reporter stated that shortly after, the pump turned off and was discontinued and the patient gave a bolus of an unknown amount of insulin via injection after receiving no basal for some time. It was reported that the patient began to feel unwell and was transported via ambulance and placed on an insulin infusion and received IV fluids. The patient¿s bg level or ketone levels were unable to be accessed at the time of the arrival, but their ph was 6.9. It was reported that the battery cap looked worn and the reporter was unsure if there were any cracks in the battery compartment. Reportedly, the patient resumed insulin pump therapy and remained hospitalized until a replacement pump arrived. This complaint is being reported because, the patient allegedly experienced hyperglycemia while on an inadequate back-up plan for insulin delivery after the pump experienced a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: there were pump reboot events observed in black box on 3/2/2015, 3/10/2015 and 3/12/2015. A (eaw 128) replace battery alarm was received on 3/10/2015 at 16:48. There was then a pump reboot event observed in clearing of the alarm. The pump was not powered back on until 3/12/2015 at 09:26. The black box also showed a stuck vp occurred after a (eaw 253) bg post bolus reminder was received on 3/9/2015 at 23:03. The basal history corresponded with the total daily dose history and showed that the daily insulin delivery totals correctly reflected the user's programmed rates at time of complaint. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump powered on with returned battery cap to a dim discolored display. The battery cap was able to fully tighten and the battery compartment was intact. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. The pump was powered with an external power supply. Input voltage was lowered until pump alarmed with a eaw 177 low battery warning; the battery indicator at the time of alarm was one bar. The input power was raised to 1.5 volts and the battery indicator showed three bars. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).